Manufacturer narrative:
Insulin pump was unable to communicate with test glucose meter and failed self-test alarm during self-test due to faulty electrical component on the radio frequency board. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, occlusion test, and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump received with cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that the meter was not transferring over to the insulin pump. Customer's blood glucose level was 337 mg/dl. He corrected his blood glucose level with a manual injection. The insulin pump alarmed failed self-test. The customer was advised that the device would be replaced and agreed to return the product for analysis.